Event description:
A falsely elevated ctni result of 3.1 ug/l was obtained on a pt serum sample using a dimension rxl analyzer. This erroneous result was reported to the physician. A second draw was obtained from this pt and a result was reported to the physician. A second draw was obtained from this pt and a result od 0.05 ug/l was obtained on the same analyzer. The laboratorian retested the original sample on the same analyzer, a result of 0.02 ug/l was obtained and a corrected report was issued. Laboratorian indicated that it is unknown if pt treatment was prescribed or altered as a result of the reported erroneous result. The event occurred in 2005 but was not reported to the manufacturer unil 05/2005. Instrument and sample data were no longer available for investigation. No other incidents occurred prior to, or after this single event. The incident occurred prior to, or after this single event. The incident is believed to be caused by sample integrity.